Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 5 seconds the balloon ruptured. The device was removed and completed the procedure with a different device. No patient complications were reported and the patient' status was good.